Event description:
A malfunction occurred with a code labeled malf 9, but it did not adversely affect the customer's blood glucose level. Initially, the customer had not reset the pump for this malfunction. Technical support provided information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if the issue reappears.